Event description:
We had two bent needles that were unpackaged and noticed by health care professionals. We replaced the needles with supplies from the mtf prior to administering to the patient. Also, when uncapping the needle we had the needle separate from the syringe (this was a prepackaged set that was already put together). We simply replaced the needle. We did not lose any doses. FDA safety report ID#: (B)(4).